Event description:
Customer reports worsening of preexisting asthma, characterized by shortness of breath and a productive cough. The patient also reported a recent diagnosis of pneumonia along with oxygen desaturation. The doctor reviewed the x-rays, which indicated fluid accumulation. The patient was prescribed prednisone, antibiotics, and new inhalers, along with nebulizer treatments four times a day.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.